Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh). As reported, the patient is making a claim for an adverse patient outcome against the marlex (bard flat mesh) (date of implant not provided). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh). As reported, the patient is making a claim for an adverse patient outcome against the marlex (bard flat mesh) (date of implant not provided). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿a large hernia sac was identified, dissected free and excised. A bard flat mesh was placed using prolene sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿the severe adhesions of abdominal wall, small bowel to prior mesh was taken down. Adhesiolysis were performed. One enterotomy was identified and a part of small bowel was resected. The hernia defect was identified and dissected free. A synthetic mesh was placed using prolene sutures.¿ (B)(6) 2012 - patient was diagnosed with small bowel obstruction and incarcerated recurrent incisional hernia thereby underwent open repair with excision of bard flat mesh. Per op notes, ¿the loops of small bowel was adherent to hernia sac was taken down. A large seroma cavity was identified near bard flat mesh. The prior mesh was removed entirely with seroma cavity. A large hernia sac was identified with incarcerated small bowel. The sac was dissected free. The bowel contents were reduced, and the sac was excised. A part of bowel was resected. The hernia was repaired using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.